Event description:
It was reported to covidien on (B)(6) 2009, that a customer had a problem with a gomco. The customer reports that when tightening the clamp it would not thread all the way down providing a tight seal, creating excess bleeding. As a result, surgicel was applied to the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.